Event description:
It was reported the patient's right extension had eroded. Surgical intervention was undertaken wherein the entire system was removed.

Manufacturer narrative:
Section b3: date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.